Event description:
Patient was recently seen at the (B)(6) [hospital in (B)(6)] for treatment of a corneal ulcer. The clinician that examined [the patient] at the hospital told [the patient] the lenses she had been wearing must have been faulty because they had caused numerous scratches to both eyes and this had resulted in an infection.

Manufacturer narrative:
Add'l MFR date: 11/2009. Event was reported by letter from distributor. Two lot numbers of product were involved. It is unk whether one eye or both eyes are involved in the incident or which lot of product was worn in which eye. #1-lot 613255612. Conclusion: an unopened lens from the same lot as the actual lens was evaluated. The device was examined for visual defects and measured for parameters. No failure was detected and the product was within specification. A review of the lot history record for the device found nothing to indicate that the device contributed to the incident. This is the only complaint received to date for this lot of product. No conclusion can be drawn.